Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic colectomy after three firings were done successfully, surgeon squeezed the handle, however, the device would not be loaded. The device was removed from the patient and was checked. They also noted that the jaws would not open properly. The device was stopped using. The procedure was completed with another device. The status of the patient: no problem.